Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 5076 implantable pacing lead (B)(6) 2012. (B)(4).

Event description:
It was reported that there was a lead warning on the right ventricular lead. The impedance has been varying and sometimes low. There was intermittent loss of capture and intermittent loss of sensing. The lead is still in use. No patient complications have been reported as a result of this event.